Event description:
The device failed to power on with battery power, when powered on with ac power, the device displayed a "defib disabled" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.